Event description:
Over pressure error, wont cal. Pressure sensor-failed calibration, bezel assembly-damage and door latch assembly-latch damage. There was no patient involvement. 03/02/2018 07:32:51 (B)(6). Prw ¿ po = (B)(6). Shipping & billing addresses confirmed. Npi. 03/14/2018 09:59:52 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was required. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).